Event description:
It was reported that there was a packaging or label problem reported. It was noted that the picture of the lead on the packaging differed between the inner and outer packaging. It was noted that the distal tip of the lead was only 1 millimeter (mm) long instead of 1.5mm long as indicated in the manual. It was noted that this was noticed when the lead was taken out of the package and was measured. It was noted that there were two leads with the same issue. It was further noted that the length of the distal lead electrodes were as expected. It was noted that the ¿old¿ leads that were present did measure 1.5mm for the distal tip portion. Additional information received reported photographs of the packaging and the lead placed on top of a ruler. Additional information received reported that a shorter lead had no impact on the placement in the patient so the neurosurgeon proceeded with the case as usual.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08wzt, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va08wzt, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).